Event description:
A report was received that the patient underwent a pocket revision due to pocket pain. The physician believes that the pain was related to the procedure and not the stimulator. The physician repositioned the pocket to a more comfortable location and implanted one extension. The patient was reportedly doing well.